Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a failed battery test on their insulin pump. The customer also reported receiving a no delivery alarm. The customer also stated they had woken up with high blood glucose. The customer's blood glucose was 287 mg/dl. Troubleshooting for the failed battery test found the customer's battery compartment was not damaged or corroded. It was also found the customer's insulin pump did not alarm failed battery test after troubleshooting occurred. Troubleshooting for the no delivery alarm found insulin was able to exit from the tubing during a fixed prime. The customer also reported their cannula was bent. The customer was advised their no delivery alarm was caused by a bent cannula. Customer declined to troubleshoot for their high blood glucose. No additional information provided.